Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient's husband claimed the patient was admitted into the hospital for dka for 1 month. During the hospitalization, the md alleged her insulin pump was not working correctly. The subject pump was lost by the hcp in the hospital. The animas representative was not able to troubleshoot the pump and to find the contributing factors since the issue happened over a month ago and the pump has been misplaced. This complaint is being reported because the patient was hospitalized for dka while on insulin pump therapy.